Event description:
Consumer alleges heating pad was burning. No injury or property damages were reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/ abuse of the product.